Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2024 and faced insulin flow block. The blood glucose level was 600 mg/dl at the time of event and the patient got treated with pen. Length of hospitalization was 24 hours. Patient was found posiive for ketones. Symptoms at the time of hospitalization were sickness/unwell and vomiting. No further information was available.